Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Carepartner not seeing data from patient (samsung galaxy s22, android 15, cp 3.5.0). "An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The issue is confirmed. Carepartner reported not seeing data from patient on cp app. Upon review of the customer's account, it appeared that customer switched profile on (B)(6) 2025. We now see uploads happening under username (B)(6). To assist with the resolution of the issue, we provided helpline team with the following steps: please ask carepartner to follow this username instead: (B)(6). Helpline confirmed that carepartner was informed to follow correct patient username. No further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on unable to login to carelink and experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6111 and mmt- 7333. Troubleshooting was performed, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6111. Product return is not applicable for mmt-7333.